Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018, product type lead. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and manufacturing representative (rep) indicated that since the patient's unrelated abdominal surgery, her programmer was stating that therapy could not be delivered. Impedance check was performed and showed out of range impedances on entire leads. The patient was reprogrammed on other lead and was able to capture the painful areas. X-rays were ordered to verify level of damage to leads. A lead revision was scheduled for (B)(6) 2021.

Event description:
Additional information was received from the patient. The patient stated that they saw a manufacturer representative (rep) since the ins wasn't working after the surgery they had at the end of may. The patient stated that the rep checked out the ins and that they weren't sure if the left lead got pulled out of the ins or if something got cut or damaged, but that the right lead was fine. The patient stated that they don't think that the right lead is fine however as yesterday they had the ins on and they were going to turn the therapy down, however the therapy was already at 0 so they couldn't turn the therapy down further. The patient stated that the ins was on, but the controller would say that it couldn't access the ins and that the only way to access the ins was to recharge the ins, however the ins was already running. The patient stated that they had the stimulation set to around 7. The patient attempted to use the controller to connect with the ins during the call and patient then stated that the device was working and on and that they could adjust the therapy settings. The patient stated that the ins battery was about halfway charged and that the controller battery was full. Patient stated that they had the stimulation set to 7.2 yesterday but then last night, the controller indicated that the stimulation was at 0 however the therapy was still running, so patient thinks that there are issues with both their left and right sides with the leads. The patient stated that they're worried that healthcare provider (hcp) is going to have to do the whole ins surgery again since it was tough the second time around as the leads were replaced and the leads had to be pulled from scar tissue, so the patient was in so much pain. The patient stated that hcp was going to do a lumbar epidural, however once the patient told hcp that they had a ins, hcp then said that the epidural would not be done. The patient stated that hcp did a fluoroscope ahead of the surgery and it showed a staple along their spine for the leads. The patient stated that hcp wants the patient to have a MRI and x-rays done to see how the leads look.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2018; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a successful revision/replacement surgery on (B)(6). Both leads were replaced as one was non-operational and the other was not in an ideal location for pain relief. Inter-op testing was done to obtain and verify coverage of stimulation over painful areas. The existing implant and pocket were used as both were great. The patient left very happy after the procedure and was going to follow-up in a week for her post-op appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had abdominal surgery on wed (B)(6). She had 10 inches of colon her colon removed. This surgery was confirmed to not be related to the spinal cord stimulation system. Patient stated they still have staples in the back and hcp said they could see t-handle in the spine area. Patient reported when they turn on the stimulation they cannot feel the stimulation and they are getting setting not available, cannot provide your desire setting. Patient mentioned implant was turn off for her surgery. Patient stated they are having pain with the muscular dystrophy and need to use the therapy. The patient was redirected to their healthcare provider to further address the issue.